Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure. Fluoroscopy was performed and revealed externalized conductors on the right ventricular lead. No intervention was performed on the lead. The patient was in stable condition.